Manufacturer narrative:
(B)(4). Batch #u5a48t. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during a lobectomy, the doctor had fired multiple reloads on the powered vascular stapler (pve35a) with no issue. When he attempted to transect the pulmonary artery, the reload transacted the pa and left malformed staples along the edges. The patient began bleeding immediately. Doctor repaired the vessel with prolene and pledgets. The case was delayed about 15 minutes and the patient lost additional blood. The procedure was successfully completed. No fragments were generated. There were no patient consequences reported.